Event description:
It was reported that (1) lcsk5 and (1) hp053 were used during laparoscopic hysterectomy procedure. It was reported by the rep that the broken connector on the hand piece broke the blade on lcsk5. Pulled a new handpiece and then new blade to complete the case. There was no consequence to pt.